Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to lid reed switch remaining in a shorted position. With the lid reed switch remaining in the shorted position, the device does not appear to complete a power on cycle when the device lid is opened.  The customer received a replacement device.

Event description:
The customer reported the device appears to not complete the power on cycle and has no voice prompts. With no voice prompts a lay user would not be able to use the device. There was no patient use associated with this event.